Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). Customer administered insulin injections to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
The investigation has been completed. Effect to customer (elevated blood glucose) cannot be confirmed through a log review or duplication testing. Functional testing was performed and a unrelated issue was found.